Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. The patient reports having bleeding at the pod infusion site (arm). Once at the hospital upon removal of the patients pod from the infusion site, the pods cannula was found to be bent. The patient was treated with intravenous saline and insulin. The patient was discharged from the hospital the same night. The patient reports after this event they were able to continue pump use with the application of a new pod.